Event description:
Medtronic received a report that the stent could not be detached. It was reported that separation occurred. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was torqued during the procedure. There was 2 passes with the stent. There was no friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during retrieval. The stent was removed from the patient. There was no surgical or medicinal intervention required. The physician did attempt to detach the stent 2 times. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery. The nihss score post procedure was 10 and tici was 2. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 4 hours. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of sfr-4-20, lotno:b436401 damage location details: no damages were found with the introducer sheath. The finger marker struts were found aligned within the in troducer sheath. No bends or kinks were found with the solitaire fr pusher. No damages were found with the solitaire fr pusher marker coil. The stent was found to be still attached to the pusher. The stent's non-working length struts, middle and working length struts were in good condition. Testing/analysis: continuity testing was performed on the returned solitaire stent device. The stent was electrically isolated; the detach wire was not electrically isolated which is normal. These results indicate that the stent should be able to detach normally. The detachment test was then performed using an in-house solitaire detachment system and cable set. The stent detachment occurred at 1 minute and 13 seconds. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the stent was found still attached to the pusher. ¿non-detachment¿ can occur if the cables are connected incorrectly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining saline drip through the microcatheter. The root cause for the reported event could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was not confirmed as the solitaire was found to be intact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.